Event description:
The reporter stated an aa4203tf toric silicone single piece lens was found to be faulty. Additional info has been requested, but none has been forthcoming. If additional info becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4) (lens is faulty). No lens in box. Lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. (B) (4).